Manufacturer narrative:
The reason for this revision surgery was reported as instability after 84 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the second complaint for a part from this lot. The root cause for the instability was an unspecified traumatic event. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient was revised to a reverse shoulder prosthesis, due to severe glenoid bone loss a graft was needed. Three months later, the patient had a traumatic event that caused the glenoid component to fail. The surgeon removed all of the components except for the monoblock stem and converted to a hemi.